Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and associated competitor's right ventricular (rv) lead triggered the lead safety switch (lss) due to pacing impedance measurements that were high, out-of-range at greater than 3,000 ohms. The lead automatically switched to the unipolar configuration. Noise was oversensed due to the unipolar configuration. It was noted the patient was not pacemaker dependent and paced in the rv only 19% of the time. The patient was planned to be seen again in two months. No adverse patient effects were reported.